Event description:
Boston scientific received information that this patient had experienced some syncopal episodes. Device interrogation noted a battery voltage of 2.22v and a charge time of 45 seconds. Additionally, a fault code 01 was displayed. The device had declared end of life (eol) in (B)(6) 2011. A boston scientific technical services consultant informed the caller that the fault code 01 indicates a charge timeout for a charge time which is greater than 45 seconds. The consultant recommended device replacement as soon as possible. This device is included in the mid-life display of replacement indicators product update classified as a product advisory. The device was explanted without further incident.

Manufacturer narrative:
The device is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when testing is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion and the reported clinical observations could not be confirmed. No other adverse events have been reported. This product issue will be updated if additional information is received.